Event description:
It was reported that the rigid video laparoscope was found to have no image during a pre-use inspection. No patient harm was reported. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charge-coupled device was broken, and the cover glass of the insertion section was scratched. The root cause could not be determined. However, the investigation suggests the malfunction was likely due to a broken video cable, which prevented image display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.